Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed on the programmer and confirmed the reported event; the universal serial bus (usb) port was broken due to a damaged main processor unit (mpu). Analysis also found a loose electrocardiogram (ECG) connector on the link electronic module (lem) and that the tabs on the power cord bay door were broken. (B)(4).

Event description:
It was reported the usb (universal serial bus) port in rear was broken. It was also reported the back door was broken off. Programmer was returned for repair, analyzed, and tested out of specification. There was no patient involvement indicated.